Event description:
The customer reported to olympus, the camera head was needing a complete overhaul. It is unknown when the issue was found and there is no known procedure info. The device was returned for evaluation. During the device evaluation, the following reportable malfunction(s) of error code e216 and b30 were found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the limited information provided with the customer¿s allegation, the issue could not be confirmed. In relation to the reportable malfunctions documented in b5, the additional evaluation findings are as follows: no image and error codes b30 and e216 were exhibited during the inspection. The image issues were found to be a result of a defective video cable. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is surmised that b30 error occurred due to communication failure. In addition, it is surmised that e216 error occurred because communication failure occurred due to faulty cable. It was not possible to surmise the cause of the faulty cable. The event can be prevented by following the instructions for use which state: ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.